Event description:
It was reported by the facility that while being transferred from bed to wheelchair, the pt slid from the sling, and fell to the floor. An x-ray revealed a fracture of the pelvis and the pt died a few days after, due to complications.

Manufacturer narrative:
Add'l info will be provided when the MFR has completed its investigation.